Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (3 mg/ml at .4503 mg/day) and bupivacaine (6 mg/ml at .9006 mg/day) via an implanted pump. The patient¿s son reported that his mother had a pump and today she was seen by her managing physician to do a drug or dose adjustment and was told that in 5-6 days the change would take effect. About 1.5 hours after the appointment, his mother started having symptoms of somnolence and she was brought to the ER (emergency room) where they were administering narcan and oxygen as her level was down to 60. Per the reporter, they were concerned about the pump. It was reviewed that if the patient¿s pump managing physician didn¿t have privileges at the hospital where the patient was at and they needed access to a programmer to read the pump a local company representative could be paged via that national answering service (nas). The nas phone number was provided to the ER where the patient was currently. Addition al information was received the next day from an hcp via a company representative who reported that the patient was admitted to the hospital last night with a suspected overdose. The pump had been refilled that morning with 3 mg/ml dilaudid and 6 mg/ml bupivacaine. The daily dose of the dilaudid was .4503 mg and the daily dose of the bupivacaine was .9006 mg. She had received an increase of .05 mg of dilaudid at the time of the refill. The physician changed the concentration at the time of the refill, and the patient was undergoing a bridge bolus, of which she had received .027 ml¿s (.496 mls not delivered). There were no environmental, external, or patient factors that may have led or contributed to the issue. Pump telemetry indicated normal pump function. Under the direction of the pump managing physician and the ER physician, the bridge bolus was canceled, and the pump was programmed to minimum rate. The patient was responsive at the time of the change and was answering questions appropriately. According to the ER physician, she had received narcan. The patient was released from the ER and would be returning to the pump managing physician¿s office this morning for further titration. The issue was noted to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.